Event description:
The physician expressed difficulty when placing a floppy tip wire guide thru a firm stent. The stent is too firm for the wire guide to straighten out the pigtails. The doctor also indicated he was doing a stone case and he thought he removed all the stones from the pt. He then placed a 7fr. Firm. When the pt was having the stent removed, the stent was knotted. "The pts ureter was ruptured or perforated when the knotted stent was pulled out. I finally got another stent up and he is now post op and healing". When viewing the knot in the stent, one small stone that must have floated away was captured. Pt was re-stented due to the knot rupturing or perforating pt's ureter. Pt's outcome -post op and healing.

Manufacturer narrative:
Due to the complaint device not being returned a proper eval could not be performed. One stent set was retrieved from stock for eval. A knot in the stent could only be replicated by manipulating the coil into a knot and then pulling through. Unable to determine or recreate the difficulty the customer experienced. As stated in the instructions for use booklet, individual variations of interaction between stents and the urinary system are unpredictable. Should add'l info become available, it will be forwarded.